Event description:
The event was reported as: the pleur evac tubing slipping off from the connector site, freely draining and caused distress to the patient. No patient injury reported. No further information available. This is the second report of four for the same institution with separate occasions of defect occurring.

Manufacturer narrative:
Samples are available for investigation, but has not been received yet. Evaluation report is not completed at the time of this report. A follow-up report will be sent when completed.